Event description:
It was reported the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes experienced hemolysis (e.g. Blood sample) the following information was provided by the initial reporter. The customer stated: it is reported customer is experiencing poor plasma and hemolysis. Customer would like a call back in regards to processing specimens with product 367862. "He wanted to know why he was having trouble getting the plasma to separate from the cells in the edta tubes. He indicate that the tubes were completely red after centrifugation. He indicated that they were on ice. I asked if he would hold the tubes up to the light and see if he could see through the "red" layer in the top of tube. He said yes it was a clear red fluid.t he tubes sound like they are hemolyzed."

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported the bd vacutainer¿ k2 edta (k2e) 10.8mg blood collection tubes experienced hemolysis (e.g. Blood sample) the following information was provided by the initial reporter. The customer stated: it is reported customer is experiencing poor plasma and hemolysis. Customer would like a call back in regards to processing specimens with product 367862. "He wanted to know why he was having trouble getting the plasma to separate from the cells in the edta tubes. He indicate that the tubes were completely red after centrifugation. He indicated that they were on ice. I asked if he would hold the tubes up to the light and see if he could see through the "red" layer in the top of tube. He said yes it was a clear red fluid. The tubes sound like they are hemolyzed."